Event description:
Homepatient reports discomfort in shoulders during automated peritoneal dialysis treatment, believed to be a result of excess air. Per healthcare professional, there was no pt injury and no medical intervention required.